Manufacturer narrative:
Report source in box g has been updated/corrected in this report.

Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also found dust fail and displayed error codes eo66(stuck_encoder_b) and e065(stuck_encoder_a).the device was scrapped by the service center after the evaluation was completed.